Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were cracks on the reservoir and battery housing. There were scratches and screen shiny surface was peeling up and affects ability to read the screen. The customer can hears unusual grinding noises, different from normal rewind noise. It was stated that the buttons do not always respond and has miss entered information as a result.

Manufacturer narrative:
All buttons functioning properly. No damage or unlocked lcd keypad connector during visual inspection noted. Device passed self-test, rewind test and displacement test. No rewind grinding loud or noise anomaly noted during testing. Device had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip. The reservoir tube lip was tested with the test reservoir locked in place properly and no anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly and rewind anomaly. Customer blood glucose at the time of incident unknown. Troubleshoot was performed. The insulin pump did not have moisture damage. The issue was not resolved. Insulin pump will not be returning for analysis.